Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and suffered a pericardial effusion which required a pericardiocentesis. The report indicated that during the procedure, a pericardial effusion was diagnosed via intracardiac echocardiography (ice). The effusion was found after going transseptal with the vizigo sheath. The physician proceeded with the procedure. Post procedure, a pericardiocentesis was performed. The patient was stable at the time of the call. No other details were available at this time. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Clarification is being requested as the reported event date was 10-dec-2025; however, alert date reported was 09-dec-2025. However, no further information has been made available. If additional information is received with the clarification, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 18-jan-2026 which clarified that the event happened on (B)(6) 2025 and it was called in the next day on 09-dec-2025. Therefore, corrected the b3. Date of event to (B)(6) 2025. The investigation was completed on 07-feb-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).